Event description:
It was reported that a user experienced hyperglycemia after eating without announcing a meal, confirmed by fingerstick with a highest blood glucose of 401 mg/dl for approximately two hours; customer support guided an infusion set change using a 23-inch contact detach, and no device alarms or malfunctions were reported. Symptoms included no acute clinical effects. Outcomes included no medical intervention, no hospitalization, no ketone testing, and no backup therapy use. Investigation included customer support troubleshooting and education focused on high glucose management and infusion set replacement. Investigation of this case revealed user-related missed meal announcement as the precipitating factor, with no evidence of infusion set failure after change and no device component malfunction observed. It was concluded, based on previously established findings for similar reports, that the cause was user error related to a missed meal announcement.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.